Manufacturer narrative:
H11 statement omitted in error on initial report: this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: pc-(B)(4).

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual analysis of the returned sample revealed that the pouch of the cable was broken, however, the device was observed without damage or anomalies. A device history review was performed for the finished device batch number, and no internal actions were identified. The package damage issue reported by the customer was confirmed. The potential cause of the condition observed in the pouch could be related to the handling of the device during the shipping process or before the procedure was performed; however, this could not be conclusively determined. The catheter instructions for use (IFU) contain the following recommendations: do not use if the package is damaged. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j medtech quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that the package of the cable was crushed upon arrival. This original event was assessed as not MDR reportable. The device was returned for analysis and revealed that the pouch of the cable was broken. This finding is MDR reportable.